Manufacturer narrative:
Qn# (B)(4). The actual sample involved in the reported complaint was not returned; however, the customer returned a photo for evaluation. A visual exam was performed on the photo and it was observed that the strap was detached. In the current manufacturing procedure 100% leak testing and a visual inspection after assembly is conducted; therefore, any defects would be detected prior to release from the manufacturing facility. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported the tubing fell off the cannula portion of device during use on a patient. It was reported "patient desaturated to 70% o2, identified broken cannula, placed patient on non-rebreather, took 30 minutes to stabilize and was given medication to fix everything." The patient's condition was reported as fine. The customer was unaware if the patient was tugging/pulling on the device or if it got caught on something.

Event description:
Customer reported the tubing fell off the cannula portion of device during use on a patient. It was reported "patient desaturated to 70% o2, identified broken cannula, placed patient on non-rebreather, took 30 minutes to stabilize and was given medication to fix everything." The patient's condition was reported as fine. The customer was unaware if the patient was tugging/pulling on the device or if it got caught on something.

Manufacturer narrative:
(B)(4). Corrected data: method code corrected to 4114.

Manufacturer narrative:
Qn# (B)(4).

Event description:
Customer reported the tubing fell off the cannula portion of device during use on a patient. It was reported "patient desaturated to 70% o2, identified broken cannula, placed patient on non-rebreather, took 30 minutes to stabilize and was given medication to fix everything." The patient's condition was reported as fine. The customer was unaware if the patient was tugging/pulling on the device or if it got caught on something.